Event description:
The pt developed a skin flap infection following cochlear implant surgery. Treatment with revision surgery and medication resolved the infection. In 9/2001 the infection reoccurred. The device was explanted and the pt was reimplanted.